Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned drill was evaluated. The tip was found to have fractured at the bottom flute across the thinnest cross section of material. The cause is likely attributed to forces placed on the drill during usage which exceeded the device's capabilities because of the reported patient's hard bone. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a drill broke off during surgery and could not be removed from the patient's bone. The procedure was completed with an alternative drill. There were no further patient impacts reported.